Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Advised: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod between 24 and 36 hours on the patient¿s leg, an infection at the insertion site was noted. Patient's blood glucose was also reading greater than 13.9 mmol/l (250 mg/dl). He was taken to the hospital where he was placed on an infusion of antibiotics and later given oral antibiotic 3 times a day for 10 days. They also pierced the abscess to allow the pus to exit and treated the wound locally with sterilizing creams. Patient was admitted (B)(6) 2017 and was released from the hospital on the (B)(6) 2017.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site infection. The pod was found to have completed sterility within specification. The pod was received with the cannula assembly fully deployed and no issues were found that would result in a failure to deliver insulin.